Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the or for rv lead replacement due to fracture. Previously the patient presented in clinic after receiving a vibratory alert for pacing lead impedance (pli) greater than the upper limit. High pli was noted. After reinsertion of the device, a popping sound was heard. Manual capacitor maintenance was recommended. Patient to be scheduled for device testing.

Event description:
New information received notes manual capacitor maintenance were successfully performed with good results. In addition, an alert for pacemaker mediated tachycardia was detected one-day post lead revision. Device remains implanted.